Manufacturer narrative:
Per pre-decontamination observations of the returned device, the commander delivery system was returned with the balloon separated from the loader cap on the flex shaft. There were 2 balloon wings flared outward and bent with the balloon bunched up towards the nose cone tip. There was no balloon burst observed, and a tear was noted on the flex tip slit.

Manufacturer narrative:
A device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. The instructions for use/training manuals were reviewed for guidance/instruction involving the devices. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for balloon torn, difficulty to withdraw system through vasculature, and system components separate were confirmed through returned product evaluation. However, no manufacturing non conformance was identified. As per event description, 'the commander delivery system balloon ruptured during deployment, and the valve 'partially' embolized due to the push catheter not being retracted prior to deployment' while attempting to dislodge the valve off of the balloon, the slid ventricular and landed 50/50. The team continued to attempt to remove the ruptured balloon, but it was caught in the sheath. The team pulled harder, causing the balloon shaft to separate, and the iliac to tear'. Per pre decontamination observations of the returned device, engineering observed balloon torn at the ic bond and no balloon burst. As the event description stated that the flex tip was not retracted prior to deployment, it is possible that the inflation pressure from the balloon caused the balloon to tear. Additionally, engineering observed two balloon wings flared outward and a balloon bunched up at the nose cone tip. Based on the returned product evaluation, it is possible that the user experienced withdrawal difficulty due to withdrawing a torn balloon and applying excessive manipulation to remove the delivery system through the sheath. Furthermore, per the event description, it is possible that the balloon separated during withdrawal of the delivery system due to applying excessive manipulation to withdraw the delivery system through the sheath. As such, available information suggests that the use error (flex tip not retracted prior to deployment) contributed to the balloon torn, while the procedural factors (withdrawal of torn balloon, excessive manipulation) contributed to withdrawal difficulty and system component separation, respectively. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr procedure with a 26mm sapien 3 ultra valve, the commander delivery system balloon ruptured during deployment, and the valve 'partially' embolized due to the push catheter not being retracted prior to deployment. The valve was noted to be caught on the native leaflet. It was decided to remove the devices. However, while attempting to dislodge the valve off of the balloon, the slid ventricular and landed 50/50. The team continued to attempt to remove the ruptured balloon, but it was caught in the sheath. The team pulled harder, causing the balloon shaft to separate, and the iliac to tear. The patient passed away on the table. Per report, the fcs was at the back table preparing a second device. The second device was not used.